Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act buttons due to flattened dome switch. Unable to perform the prime test or displacement test due to a button anomaly. The device had a cracked case at the lcd window corners, cracked reservoir tube, and cracked battery tube threads. The device had a broken reservoir tube lip and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.